Event description:
According to the facility, they find out when fluid leaks and they have to pull new ones due to the syringe being damaged.

Manufacturer narrative:
According to the facility, they find out when fluid leaks and they have to pull new ones due to the syringe being damaged. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.